Manufacturer narrative:
Visual inspection under magnification shows the screen has been completely detached with jagged edges present on the remaining electrode legs. There is a significant amount of scratch marks on the cap and exposed shaft with damage to the black shrink tube. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. There was no complaint reported on the returned device; therefore, the reported failure could not be verified. Due to the physical evidence of the returned device, most likely the detached screen was the failure experienced. The root cause was more than likely associated with the device potentially coming into contact with a metal or hard object. Due to the physical damage the devices sustained, it is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Event description:
No event was reported for this complaint. However, evaluation found the device was received in used condition with damage to the tip including a detached screen. No further information available.